Manufacturer narrative:
(B)(4). Investigation summary: bd received 4 samples and 8 photos for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, the customer samples were evaluated by bdj and noted no visual abnormality. 10 retention samples from bd inventory, were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® edta 2k there was under-fill or low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter: translated to english. The customer stated: there was "underfill of the tubes. According to the customer's report, the tubes drew only half of the specified volume of blood."